Event description:
As reported, this hemosphere foresight cable provided sto2 (tissue oximetry saturation) drifting values on one side of patient. The values drifted between 60 and 90 in one minute. The other side provided stable values. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is returned for analysis; however, it has not been evaluated yet. Upon the evaluation of the product, a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated sections b5, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). B5 (event description) was updated including: no error message was displayed. The patient was not treated according to drifting values. Patient demographics were unable to be obtained. Finally, the device was received for evaluation. The report of inaccurate values was not able to be confirmed, since the issue could not be replicated and no defect was found on the returned device. As received, the device passed successfully the recurrent test and all functional tests. No physical damage was found on the returned device. Further investigation was performed at the manufacturing site. Based on available information, since no defect was found on the returned device, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. All events will continue to be reviewed and monitored.

Event description:
As reported, this hemosphere foresight cable provided sto2 (tissue oximetry saturation) drifting values on one side of patient. The values drifted between 60 and 90 in one minute. The other side provided stable values. No error message was displayed. The patient was not treated according to drifting values. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.